Manufacturer narrative:
H3 other text : analysis by third party.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. In addition, the third-party service center found an error related to the heater plate. The device was scrapped.

Manufacturer narrative:
Additional information was received on oct 12, 2023, and section h11 should be reported as: the manufacturer previously received information alleging a device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Additional information was received about the alleged lung disease. Box b: adverse event/product problem. Box h: type of reported complaint, patient outcome code grid and health impact grid were updated in this report.